Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# va0ev5q, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that the patient programmer (pp) did not power up; the batteries were replaced. The patient used the pp about once every week or so and it had not been dropped or gotten went. Troubleshooting was not possible due to lack of access to the product. The patient had heavy duty batteries and the other batteries he had in his house had been there for a while. He planned to get a brand new set of either (B)(6) and report with an update. The patient had overstimulation in the groin. There was a sudden change in therapy/ symptoms. The patient noticed it when he started physical therapy- massage and physical exercises on his left hip/ leg. The implantable neurostimulator was on the patient's right side. The patient wanted to turn stimulation off when he received his massages and doing his exercises. The health care professional (hcp) diagnosed him with bursitis. There was a blank screen. Additional information noted the patient bought some new batteries and the patient programmer was still not powering up. The patient verified they were alkaline and positioned correctly. No patient harm was reported. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided. If additional information is received, a follow up report will be sent.